Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the bushing was lost on the chair in the van during a doctors visit from the facility and the left side back is loose.